Event description:
Consumer called to report getting high readings all day and needing to go to the e.r. For verification and treatment. Meter reading from their plink meter was high, boulsed on the readings and needed treatment.